Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the customer reported that the patient had a low flow hazard alarm. Review of the event log files by technical services found a low flow hazard event and one low speed advisory event that occurred while the patient was connected to the power module by both leads. Additional information received from the clinical specialist notes that the patient is doing well and was not admitted to the hospital. When seen in clinic, the patient did not have any more low speed operations or any other alarms.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.